Event description:
Additional information stated the device was "working beautifully." The patient stated they had "no more constant pain or doubling over." It was reported, the patient was "going to the bathroom faithfully twice a day," something the patient indicated they had "not done since they were a child." The patient added they had always been constipated. The patient also noted they had "had trouble since they were a child." It was further reported, the "therapy was working" and that it was "going wonderfully." The patient reported, they were still healing and had been "rammed into" by a cart at the grocery store. It was reported, the patient "feel to their knees, doubled over in pain." The patient's physician had since checked the device and noted "it was fine, not even a bruise."

Event description:
It was reported that the patient experienced a "shocking feeling just below the battery." It was additionally reported that the patient felt "shocking pain below the implant site" while at 2.3 volts, but was "not feeling the shocking pain anymore" after lowering the stimulation to 0.4 volts. Upon lowering the stimulation, the patient reported they were "not able to communicate with the antenna or programmer." The patient additionally reported "not being able to adjust stimulation" initially, but later reported being able to adjust stimulation strength. The patient also stated "she could only lay on left side on stomach since 4am" at the time of report. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05gnk, implanted: (B)(6) 2013. Product type: lead. (B)(4).